Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional later reported "capsular contracture baker grade ii" and "rupture". Later healthcare professional reported "unhappy with size and shape", "nipples are low", "deflated appearance" and "grade 2 ptosis". Treatment: medication for capsular contracture. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., d.6b., h.6.

Event description:
Patient reported "rupture". Healthcare professional later reported "capsular contracture baker grade ii" and "rupture". Later healthcare professional reported "unhappy with size and shape", "nipples are low", "deflated appearance" and "grade 2 ptosis". Treatment: medication for capsular contracture. This record is for the right side. The device has been explanted with another manufacturer's device. The device will be returned.

Manufacturer narrative:
This is a follow up to emdr 9617229-2020-21340. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported "capsular contracture baker grade ii" and "rupture". Treatment: medication for capsular contracture. This record is for the right side. The device has been explanted. The device will be returned.